Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and embedment of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Please note that device reported is an trapease vena cava filter for which the catalog and lot numbers are not available.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and embedment of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures two years and twelve months post implantation after undergoing a computerized tomography (CT) scan. The patient also reports to be suffering from mental anguish, anxiety and stress. According to the information received in the medical records, the filter was placed without any reported complications. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and embedment of the inferior vena cava (ivc) filter. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures two years and twelve months post implantation after undergoing a computerized tomography (CT) scan. The patient also reports to be experiencing mental anguish, anxiety and stress. According to the information received in the medical records, the filter was placed without any reported complications. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and device embedded could not be confirmed or clarified and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. As the patient¿s medical history has not been provided, it is not possible to determine a relationship between the events and the device. Anxiety does not represent a device malfunction, rather may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.